Event description:
The customer reported a data acquisition pcba adc reference failed occurrence resulting in a vent inop condition. Vent inop is a high priority condition that precludes safe operation of the ventilator; a vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. No patient harm reported

Manufacturer narrative:
The customer did not report any relevant labs, medical history or concomitant medications. The customer was not able to provide the patient's age or weight and declined to provide the patient's identifier. The customer reported the patient's ethnic background as not applicable and there was no further pertinent information. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Uf/importer report number (B)(4). Date rcvd by MFR: 5/8/2017.

Event description:
The customer reported that while transporting a patient the ventilator shut off without warning. The patient was placed on oxygen and taken to the intensive care unit (ICU) and another bipap.